Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that per mitraclip instructions for use (IFU) which states ¿do not use mitraclip¿ g4 outside of the labeled indication¿. Since mitraclip was used to treated tricsupid regurgitation (tr), the reported issue is an outcome of use error. Additionally, the IFU states to ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve¿. Since it was reported that the user did not align the markers (mis-keyed) on the device, the reported improper or incorrect procedure or method appears to be due to user technique. The off-label use and misalignment of the markers did not contribute to reported issues. All available information was investigated, and the reported off-label use and improper or incorrect procedure or method appears to be due to user error resulting from IFU deviation. The reported difficult to open or close appears to be due to user technique/operation context resulting from curves/tension on the device. The reported difficult to remove that cascaded into noise and material separation was a result of inability to fully close the clip and is due to operational context. The reported unexpected medical intervention was a result of case specific circumstance as the detached clip was snared and removed via the femoral vein without an issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to the clip detaching from the delivery system mandrel. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr), with a tr grade of 4. The steerable guide catheter (sgc) was inserted and the clip delivery system (cds) was advanced. The device was miskeyed to get to the tricuspid valve. After successful grasps in different locations, tr remained unchanged. The decision was made to not implant the clip and leave the tricuspid valve untreated. An attempt was made to close the clip (took all curves off and made sure it was aligned coaxial to the steerable guide catheter (sgc). The cds appeared to have substantial torque on it when being retracted. The clip arms did not fully close; therefore, the clip could not be retracted into the sgc, the clip appeared to be caught on the sgc tip. Force was used when attempting to retract the cds. A ¿pop¿ sound was heard. The clip detached from the delivery system mandrel but remained attached to the lock lines in the right atrium. No damage occurred to the sgc soft tip. The clip was snared and removed via the femoral vein without further issues. The patient remained stable. Tr remains at 4, no clips were implanted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.